Event description:
A report was received that the recently implanted patient passed away. The physician was not aware that the patient had passed and he does not know the cause of death. No further information is available.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, sc-1160 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the recently implanted patient passed away. The physician was not aware that the patient had passed and he does not know the cause of death. No further information is available.